Event description:
The customer contacted baxter's service center regarding a system error 2240(air in line), which occurred on the homechoice (hc) during dwell. The patient was connected at the time of the alarm. During troubleshooting, there was nothing unusual noted about the supplies. There was no patient injury or medical intervention associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The actual sample was returned for evaluation. The device was visually and functionally leak tested against product specifications. The initial evaluation could not confirm the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The affected sample was received for evaluation. This device was leak tested, clear passage tested, clamp function tested, and simulated use testing was performed. The device inspection could not confirm the reported condition. No cause could be determined with the provided information. Should additional relevant information become available, a supplemental report will be submitted.